Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number:5140727 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Investigation results: the spinal cord stimulator leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein the left lead was replaced and a new implantable pulse generator (ipg) which is magnetic resonance (MRI) compatible. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein the left lead was replaced and a new implantable pulse generator (ipg) which is magnetic resonance (MRI) compatible. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.